Event description:
It was reported that an appearance of spots in or on the tubing of some ezs21ta cannulas was discovered at a customer facility. At least one was discovered during use and one prior to cannulation at the user facility. Some unused cannulas were also found with a similar appearance. In the provided summary, the used cannula was in use for 1.5 hours and the bubble appearance was noted after coming off pump - there was no patient harm. No impact to the procedure was reported. The used and unused devices were returned for evaluation. The scope of this report is limited to the devices reported under lot 500868.

Manufacturer narrative:
Based on the available information and the evaluation that was performed thus far, the complaint concerning spots/bubbles in or on the cannulas has been confirmed, but the root cause is still under investigation. Three returned units were tested, and all showed bubbles/spots inside the tubing that could not be removed or moved. No external particulate was found, and all three devices showed the same condition. Additional testing on retained and inventory samples found a similar condition. The condition found aligns with the images provided by the customer. The engineering investigation is ongoing, and further results will be shared in a timely manner. A production records review confirmed that good documentation practices were followed, and no nonconformances or deviations associated with this work order were identified. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored and if action is required, appropriate investigation will be performed.